Event description:
Following completion of quarterly preventative maintenance testing and approx 30 charge/discharge cycles, the hosp biomed engineering technician observed smoke coming from the back left side of the device resulting in excessive heat damage to the device.